Manufacturer narrative:
The serial number of the customer's c 503 analyzer is (B)(6). The serial number of the unknown roche analyzer was requested, but not provided. Competitor 1 is abbott and competitor 2 is abl radiometer. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of samples from one patient tested with the cobas creatinine plus ver.2 assay on a cobas c 503 analytical unit and an unknown roche analyzer at another site. Creatinine results measured on the customer's c 503 analyzer have results close to 170 umol/l. When samples from the patient are tested in another laboratory on a competitor system (competitor 1), the creatinine results are close to 60 - 70 umol/l. The customer provided an example of results from one of the patient's samples. When this sample was tested on the customer's c 503 analyzer, the creatinine result was > 175 umol/l. When tested on a competitor system (competitor 2) in the customer's laboratory, the creatinine result is > 71 umol/l. When tested on an uknown roche system in another laboratory, the creatinine result is > 174 umol/l. A different sample collected from the patient was tested in another laboratory using a competitor system (competitor 1) and the creatinine result was 63 umol/l.

Manufacturer narrative:
The patient sample was tested on a vitros analyzer, resulting in a creatinine value of 61 umol/l. The patient had a urine creatinine measurement of 2.6 mmol/l on (B)(6) 2024. Medwatch fields d4 and d10 have been updated.

Manufacturer narrative:
Based on the provided information, a general reagent issue can be ruled out as calibration and qc data are acceptable. The medications the patient was taking are unlikely to interfere with the assay. The patient has monoclonal gammopathy. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results.". The investigation did not identify a product issue.